Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone. Fse identified that the cause of error 3019 was from poor conductivity to the sense board caused by the frayed wire. In addition, the washer bottle was full with solution, but the signal was affected due to the frayed/broken wire. Fse ordered a replacement sensor lead wire cable to be delivered to the customer's facility on 11-jan-2018. On 11-jan-2018, the fse followed-up with the customer and confirmed the level sensor lead wire was received by the customer. Fse guided the customer through replacement of the cable wire. The error cleared after replacement and the aia-360 instrument operates as intended. No further action required from field services. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 3019 is washer low. This error is generated when there is there is insufficient wash solution. The suggestion is for the customer to, after confirming that assay displayed on the upper right of the assay monitor screen changes to stop, to replace the wash solution with new one and press the start key to restart assay operation. The most probable cause of the reported event was due to frayed level sensor lead wire.

Event description:
On (B)(6) 2018, a customer reported getting intermittent error 3019 washer on the aia-360 instrument. Customer also noted the sensor wire is frayed and had to be taped in place. Customer is unable to run patient samples on cardiac troponin I (ctnl2). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.